Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection occurred during a procedure with a csi orbital atherectomy device (oad). The target lesion was located in the left anterior descending artery (lad) and was 25cm in length. The physician used a bmw crossing wire and balloon to access the lesion and then exchanged that for a csi coronary viperwire guidewire. A csi coronary orbital atherectomy device (oad) was then loaded onto the guidewire. The physician completed three runs on low speed for a total run time of 75 seconds in the proximal lad. After the first run on low speed, the physician felt the device jump as it passed through the distal end of the lesion. Angiography was performed after the first run, but did not reveal any complications. The physician completed two more runs on low speed. The patient then became bradycardic. CPR and additional intervention was administered. The physician noted a dissection and resolved with balloon angioplasty and stent.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.